Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2015 with the following findings: evaluation revealed that the display was dim and discolored. The cartridge cap was observed to be torn and punctured. Unrelated to the complaint, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Evaluation also revealed that the cartridge cap was torn and punctured. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/17/2015.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2016 - correction: the evaluation product analysis previously reported was ¿the cartridge cap was torn and punctured.¿ the damage to the cartridge cap has been determined to be cosmetic; the cap was able to tighten securely. The cartridge cap damage is unrelated to the display issue.